Manufacturer narrative:
Result code: footend casters.

Event description:
It was reported by service report that the brakes would not engage. There was pt involvement, however no adverse consequences were reported.